Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review. Results: (evaluation result): per medical review - reportedly icl (13.7 mm) was explanted/exchanged , 5 weeks postoperatively, for a shorter length icl (13.2mm) to address "excessive vaulting and shallowing of the anterior chamber". No reported loss of bcva prior to the exchange. No reported postoperative sequelae. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the lens was explanted due to narrowing of the angle and decreased peripheral vision. A possible cause of the event was a sizing issue. The vault is now normal and ucva is 20/20.

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The medical review reports device causality. The questionnaire indicated the cause of the event as needed optimized sizing. The product was not returned to staar for a product evaluation. Per medical review: reportedly, micl (13. 7 mm) was explanted/exchanged, five weeks postoperatively for a shorter length icl (13.2mm) to address high vault and subsequent narrowing of the angle and shallowing of anterior chamber. The patient was experiencing decrease of peripheral vision. According to the same report cause of the event was attributed to the device (sizing). Upon lens exchange ucva was 20/20 and the lens was properly positioned with normal vault. Based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - no - (other): lens discarded. (B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -13.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.